Event description:
It was reported that the zoom function was not working and the bed was unable to transport. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.